Event description:
A high reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified higher scan result on the ADC device compared to Higher than Feels. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "very tired, couldn't move arms, unable to speak", dizziness, loss of consciousness but was able to recover and self-treated with insulin (dose/type unspecified). As a result, the customer was seen at the hospital and had contact with a healthcare professional who obtained a 111 mg/dL, 117 mg/dL glucose results and provided IV glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.